Event description:
It was reported that while using seven (7) bd vacutainer® push button blood collection set, blood leaked from non-patient needle sleeve, no patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-feb-2025. Investigation summary bd received one photo and 12 samples for investigation. The customer photo illustrates the device packaging but does not display the reported defect. The 12 returned samples were subjected to functional tests, each using 10 tubes per needle, to assess the functionality of the device. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent similar functional tests with 10 tubes per needle, and all samples passed, showing no defects. These 30 retained samples were also subjected to additional functional tests for retraction lockout, and all samples passed, activating properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using seven (7) bd vacutainer® push button blood collection set, blood leaked from non-patient needle sleeve, no patient or user impact reported.